Event description:
The customer reported that their central nurse's station (cns) started flashing a "hdd port 1& 2 error". After nihon kohden technical support walked them through unchecking the "device usage monitoring setting", the customer reported that the cns is not showing the correct number of patients for the 2nd display. No harm or injury was reported.

Manufacturer narrative:
Complaint details: on 09/29/2021 the customer reported that the "cns started flashing an hdd port 1& 2 error." The customer has rsent this device to nihon kohden for evaluation and repair. The unit was in patient use at the time of this event, but no harm or injury was reported. Investigation summary: the device evaluation showed that this cns is operating on the original hard disk drives (hdd), and per nka repair center, both hard drives on the unit were deemed faulty. The operating time for an hdd is 20,000 hours or two years (ref. Tn-1270 & cns-6801a) and there is no history of the hdd being replaced. This is likely to be the contributing factor for the issue.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) started flashing a "hdd port 1& 2 error". After nihon kohden technical support walked them through unchecking the "device usage monitoring setting", the customer reported that the cns is not showing the correct number of patients for the 2nd display. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) started flashing a "hdd port 1& 2 error". After nihon kohden technical support walked them through unchecking the "device usage monitoring setting", the customer reported that the cns is not showing the correct number of patients for the 2nd display. No harm or injury was reported.